Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld screen "crashes and goes blank." Troubleshooting did not resolve the issue, and the handheld was subsequently returned to MFR for product analysis. An analysis was performed on the handheld and the cause for the complaint is associated with a broken solder connection near the main battery terminal. The broken solder connection prevented the main battery from making good electrical contact with the pcb. This condition caused the handheld to intermittently lose power and shut down while the device was operating on main battery power.